Event description:
Unomedical reference number (B)(4). Event occurred in germany it was reported that the patient faced a leaking infusion site tubing due to which the patient experienced high blood glucose level. Therefore, they tried to treat it with bolus via pump, but on (B)(6) 2023, the patient was admitted to the hospital due to high blood glucose level. The patient changed infusion set after the high blood sugar alerts of the pump, the patch was not wet, but the patient smelled insulin. The patient's highest blood glucose level was short of 600 mg/dl and had high ketone level. During hospitalization, the patient received fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. On (B)(6) 2023, the patient was released from the hospital with no permanent damage. No further information was available.